Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that the lots met all pre-release specs.

Event description:
On (B)(6), 2010, the pt underwent repair of a thoracic aortic aneurysm. Due to stenosis in the pt's access artery, the physician performed a thrombectomy as a precautionary measure for shower-emboli. The pt was implanted with two gore tag thoracic endoprosthesis, one intentionally covering the adamkiewicz artery. On (B)(6), 2010, post procedure, the pt presented with paraplegia of the lower body and a spinal drain was placed.